Manufacturer narrative:
Concomitant products: 457453 lead implanted: (B)(6) 2007; 694765 lead, implanted: (B)(6) 2008; 505da20 mechanical valve implanted: (B)(6) 2010.

Event description:
It was reported that the patient presented to the emergency room feeling "horrible" and it was noted that the patient had become pacemaker dependent. Since the device had been previously set at a low backup rate, the lower rate was increased. The patient felt better at that time. Two weeks later, the patient presented feeling "crummy", tired, and out of breath. The patient indicated that they had felt this way since the programming change. A device interrogation noted constant t-wave oversensing (twos) post ventricular pace and frequent atrial oversensing of the t-wave. The right atrial (ra) lead and the right ventricular (rv) lead were reprogrammed and remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.